Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, customers pump time was incorrect, cause was known. The customer corrected the time and insulin delivery was resumed successfully. Customer¿s blood glucose level was 244-248mg/dl.